Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 66 year old male patient presenting with acute myocardial infarction and cardiogenic shock. During support, the patient developed signs of hemolysis. The decision was made to remove the pump prematurely as a result.